Event description:
Discordant adrenocortocotropic hormone (acth) and cortisol results were obtained on patient samples on an immulite 2000 instrument. It is unknown if discordant results were reported to the physician(s). It is unknown if repeat testing were performed or if corrected reports were sent to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant acth and cortisol results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center specialist evaluated the instrument data and no system issue was identified. The cause of the discordant acth and cortisol results is unknown.the instrument is performing according to specifications. No further evaluation of the device is required.